Event description:
User experienced low beta-hcg results for one patient sample. Initial result gave 0.683 iu/l. Same sample repeated twice gave >10300 and 108849 iu/l (diluted). The initial result was reported out of the lab but was caught by the doctor who knew the patient was pregnant so no medical decision was taken based on the erroneous result. If additional information is received, appropriate notification will be provided.